Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensors that they have do not work. The customer indicated that one sensor did not have a cannula electrode attached to it and another sensor alarmed change sensor after a few days. Customer's blood glucose was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the sensors would be replaced and to return the old ones for analysis. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of 4 opened and used enlite sensors. Found 3 of the 4 sensors passed per specifications with accurate readings; the remaining sensor was found with the cannula retracted inside of the sensor base, unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.